Event description:
During a transfemoral tavr procedure, a 23mm sapien valve was implanted and trace paravalvular leak was seen on echo. During follow-up approximately 2 years post procedure, moderate to severe central aortic insufficiency (cai) was observed on echo. The patient had a valve-in-valve procedure with a corevalve to treat the cai.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the central aortic insufficiency could not be determined but may be related to one or more of the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.